Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the audiologist, the device was explanted on (B)(6) 2017 due to partial insertation of the electrode array. The patient was reimplanted with a new device during the same surgery.